Event description:
It was reported that the patient passed away on (B)(6) 2023 due to multi-system organ failure (msof). The patient had an appendectomy unrelated to ventricular assist device (vad) therapy and the bleeding was uncontrollable which let to msof. The death was not considered to be device or therapy related.

Manufacturer narrative:
H6: 3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist device (lvas), serial number (B)(6), and the reported bleeding and patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product was explanted for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU, ¿introduction¿, lists bleeding, death and various forms of organ failure as adverse events that may be associated with the use of the hm 3 lvas. Section 6, ¿patient care and management,¿ provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.